Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record review is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 10/2021).

Event description:
It was reported that approximately 15 months post port placement, the catheter allegedly broke. There was no reported patient injury.

Event description:
It was reported that approximately 15 months post port placement, the catheter allegedly broke. It was further reported that, the distal catheter segment and the port body were removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport MRI isp with a groshong catheter in two segments were returned for evaluation. Functional, gross visual and microscopic visual were performed. The investigation is confirmed for the reported catheter break and the identified wear and deformation issue, as a complete circumferential break was noted approximately 2.7cm from the distal end of the cath-lock that was elliptical in shape and a circumferential split was noted approximately 1.2cm from proximal end of the distal segment. Both edges of the elliptically shaped break were jagged with a smooth, rounded and granular surface. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: see h10.